Event description:
The customer reported having a blank display. Troubleshooting was performed. The customer stated that he changed the battery and the display returned. The customer stated that the insulin pump was stored without a battery for an extended period of time. During the call, the customer mentioned being hospitalized due to high blood glucose. The customer stated that his last infusion set change was may be a week and a half ago. Instructed to the customer to change out the infusion set every two to three days. The customer assembled a new infusion set and reservoir to run a fixed test and the test passed. The customer stated that the insulin pump has a crack across the front panel. Explained to customer to revert to back up plan. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See scanned page.